Event description:
It was reported that there was no image when using the deflectable videoscope. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable cause could not be determin as the malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.